Manufacturer narrative:
This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing headaches and pain. The recipient was prescribed pain medication (type unknown). Device testing was within normal limits.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's pain has resolved. The recipient will be managed per center protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.